Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. Surgeon reported that lateral instability was caused by soft tissue weakening due to the patient's very active lifestyle. A 5x12 ps insert was revised to a 5x13 ts insert. Rep provided the primary usage sheet and reported that no further information will be released by the hospital or surgeon.